Event description:
It was reported by the customer "vanco locked at 0130. Checked on patient at 0300 and noticed the line had air in it with drops of blood. Drew back and air easily came with no resistance. Noticed there was a crack where the clave meets the port connecting site. Deaccessed and reaccessed patient with a new port needle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "vanco locked at 0130. Checked on patient at 0300 and noticed the line had air in it with drops of blood. Drew back and air easily came with no resistance. Noticed there was a crack where the clave meets the port connecting site. Deaccessed and reaccessed patient with a new port needle."